Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823164) was returned for evaluation. Device history record (DHR) - the product code 82-3164 with lot ckgcph conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 150 mmh2o. The valve was visually inspected; the stator was dislodged. The valve failed the test for programming, the cam wiggled. The valve passed the test for occlusion, leak and reflux. The pressure test could not be performed as the valve failed the program test at 150mmh2o. The valve was dismantled and examined under microscope at appropriate magnification: the cam and the stator were dislodged from the baseplate. The landmark was dislodged from the baseplate. The casing was broken. The cam magnets were controlled and passed. Root cause analysis - the root cause for the issue reported by the customer is due to the dislodged stator. The root cause for the dislodged stator noted during the investigation is due to the valve receiving a hard knock. The root cause for the cracked casing noted during the investigation and the damaged cam mechanism is due to the valve receiving a hard knock.

Event description:
N/a.

Event description:
A physician reported a hakim valve (ID (B)(6)) was implanted due to congenital hydrocephalus via ventriculoperitoneal (vp) shunt in february 2010 with unknown setting. According to x-ray, the patient developed slit ventricle syndrome. The doctor tried to change the pressure setting to above 180mmh2o but the setting could not be changed. Therefore, the device was removed and replaced on (B)(6) 2025. The cam had fallen off. It is unknown whether the patient hit her head or not.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.